Manufacturer narrative:
Images from the patient's transthoracic echocardiography were provided (both static and movie images). Image quality is fair; although analysis is limited by very few moving images, and no moving images of the mitral bioprosthesis without superimposed color-flow doppler. Findings are summarized below. Approximately 3 years after mitral valve replacement with a 6900p25mm perimount mitral bioprosthesis implanted in a (B)(6) woman, transthoracic echocardiography reveals at least moderate central mitral regurgitation and a mean transmitral gradient of 13 mm hg. The anatomy and motion of the mitral leaflets is not visualized. There are multiple possible etiologies of central valvular prosthetic mitral regurgitation, including but not limited to infective endocarditis and early structural valve degeneration. The etiology of elevated gradients could be attributable to abnormal leaflet motion (potentially related to structural valve degeneration) or high flow (related to the presence of significant mitral regurgitation and hyperdynamic lv systolic function). The review of complete transthoracic and/or transesophageal echocardiographic images (including visualization of the mitral leaflets) could help better define the cause of both mitral regurgitation and elevated mitral gradients.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. There is insufficient information available to conclusively determine the root cause of this event. However, it was reported that the mitral regurgitation was due to rheumatism. It appears that the patient's regurgitation is due to patient related factors. The device history record (DHR) could not be reviewed, as the device serial number is unknown. However, there is allegation or information suggesting that this event is due to a product malfunction or deficiency. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o lady with a bioprosthetic mitral valve presented with severe mitral regurgitation after an implant duration of approximately two (2) years and 10 months due to rheumatism. Peak and mean gradients 25/12 mmhg were observed on echo. Redo-mvr is expected.